Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. The insulin pump has cracked case at the display window corners, display window, belt clip slot, minor scratched lcd window and stained end cap sticker.

Event description:
Customer reported via phone, the insulin pump stopped working while he was trying to bolus. Customer's blood glucose was 167 mg/dl. Troubleshooting was performed for keypad anomaly. Customer stated the keypad was getting stuck and he didn't recall any significant events which may have cause the issue. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.